Manufacturer narrative:
The investigation for the saturated flow issues has been completed. The field data log was reviewed and after an initial purge flow that was on the low side trending back to normal, pump flow began to gradually increase until saturated flow was observed. A bag change was performed and the saturated flow resolved. The cause of the saturated flow was most likely biomaterial since the issue resolved with heparin added to the purge. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 66 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after running sodium bicarbonate in purge, it was reported that flow saturation was occurring. It was recommended to add heparin to the purge after thoracentesis. As soon as heparin was added, the flows returned to normal. Patient was weaned and explanted the following day without issue.